Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during prep of the 2.75x15mm xience skypoint stent delivery system when attempting to remove the stylet, it remained stuck on the stent. The stent was noted to stilly remain on the delivery system. Another same size device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported difficult to remove (mandrel/stylet) was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the reported difficult to remove (stylet) could not be determined. Difficult to remove (stylet) may be attributed to several factors including, but are not limited to, outer diameter of the stylet, condition of the stylet, or accumulation of blood or contrast. Based on the information provided and analysis of the returned device, the reported difficult to remove (stylet) could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.